Manufacturer narrative:
(B)(4). Labeling indicated: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritatins (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/25/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located next to the insertion site and was described as a small lump. The patient's mother treated the area with ice and over the counter hydrocortisone. The patient's mother also took the patient to the endocrinologist on (B)(6) 2016. The patient was treated by a nurse, who did not believe any portion of the sensor wire is under the patient's skin. The nurse advised the patient's mother to monitor the site for any signs of infection/inflammation. At the time of contact the patient was okay and the lump was almost gone. No additional event or patient information was provided.